Event description:
Patient has an implanted vagal nerve stimulator (vns) device. The device should be inhibited when the provided device magnet is tapped over the generator. The patient reported this issue to provide who interrogated the device. It was found to be in working order. However, when provider tried to inhibit device with magnet, the patient felt as though the magnet was not inhibiting and was actually delivering device stimulation. When diagnostics in the device were ran, it collaborated what the patient was experiencing. The device was not shutting off. The company was notified and a rep dropped off a new magnet under the advisement of a product engineer. A new magnet did not remedy the malfunctioning device. Provider discussed with a product engineer and was told that nothing could be done. This is a safety feature of the product and should bot be malfunctioning. Patient has epilepsy, symptomatic with complex partial seizures for which vns device was implanted. Patient had device implanted after years of having breakthrough seizures despite multiple anti-epileptic drugs (AED's).